Event description:
It was reported that during routine maintenance the external pulse generator (epg) failed to remain powered on for the expected duration during a battery change. It was also noted that an error code was displayed on the epg. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.